Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (air in line) occurred on the homechoice (hc) device during use. The technical service representative (tsr) had the home patient (hp) review the alarm log. There was no alarm before the system error 2367. The tsr advised the hp to end therapy and start over with new supplies or to finish with manual supplies. The hp was instructed to contact the registered nurse (rn). There was no patient injury or adverse event associated with this report. No additional information is available.